Event description:
The complainant has reported that a pt (age and gender unknown) underwent a hemostatic egd procedure for treatment. The resolution clip devices all had deployment issues; such as some would not advance out of the sheath and some would not open. The clinician also indicated that some of the clips fell off prior to deployment. We have been unable to clarify specific malfunction to the individual complaint. The pt did not sustain any complications or ill effects as a result of the deployment and or sheath issue. The procedure was completed successfully with another of the same device. Please note associated medwatch reports 6000048-2006-00289, 6000048-2006-00290, 6000048-2006-00291, 6000048-2006-00292, 6000048-2006-00293, 6000048-2006-00294, 6000048-2006-00295, 6000048-2006-00297, 6000048-2006-00298, 6000048-2006-00299 & 6000048-2006-00300.

Manufacturer narrative:
The complainant indicated that the devices will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the devices met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.